Event description:
As reported by the (B)(4) registry, post stent deployment during a carotid artery stenting procedure, a patient experienced neurological symptoms that were diagnosed as a transient ischemic attack (tia). The patient was discharged on the following day with deficits, with nih at 1, up from 0 at baseline. The patient was asymptomatic at study inclusion. Nih and rankin stroke scale scores were both 0 at baseline. Carotid artery stenting was performed on an 80% occluded lesion in the ostium of the left internal carotid artery of 24mm in length in a 6.0mm vessel diameter with mild vessel tortuosity. The arch iii lesion was eccentric and moderately calcified. A 6mm medium support angioguard embolic protection device was successfully deployed past the lesion and pre-dilatation was performed with an unspecified balloon. Then an 8x30mm precise pro rx stent was successfully deployed at the target lesion. There was no documented dissection after pre-dilatation. The residual diameter stenosis measured 30% after stent deployment. The angioguard was removed and debris was found in the basket. Post-stent deployment, the patient developed right hemiparesis. Neurological deficits included ¿reflex change and other.¿ emergency cea surgery was not required. The patient was discharged on the following day.

Manufacturer narrative:
(B)(4). As reported by the (B)(6) registry, post stent deployment during a carotid artery stenting procedure, a (B)(6) year-old female patient experienced neurological symptoms that were diagnosed as a transient ischemic attack (tia). The patient was discharged on the following day with deficits, with nih at 1, up from 0 at baseline. The patient was asymptomatic at study inclusion. Nih and rankin stroke scale scores were both 0 at baseline. Medical history included severe pulmonary disease, hyperlipidemia, clinical copd, history of smoking (>5packs of cigarettes), coronary artery disease and hypertension (systolic>140, or diastolic>90, or requiring medication). Carotid artery stenting was performed on an (B)(6) occluded lesion in the ostium of the left internal carotid artery of 24mm in length in a 6.0mm vessel diameter with mild vessel tortuousity. The arch iii lesion was eccentric and moderately calcified. A 6mm medium support angioguard embolic protection device was successfully deployed past the lesion and pre-dilatation was performed with an unspecified balloon. Then an 8x30mm precise pro rx stent was successfully deployed at the target lesion. There was no documented dissection after pre-dilatation. The residual diameter stenosis measured (B)(6) after stent deployment. The angioguard was removed and debris was found in the basket. During post dilatation, the patient developed right hemiparesis. Neurological deficits included ¿reflex change and other.¿ emergency cea surgery was not required. The patient was discharged on the following day. Additionally: following pre-stent balloon angioplasty, the patient experienced aphasia and hypotension and was administered atropine. Per catheterization report, this quickly resolved, and at this point, one precise pro stent was placed. The patient was neurologically intact. Post-stent balloon angioplasty the patient developed paralysis of her right upper extremity with drooping of her face and inability to smile. She was administered neosynephrine for drop in blood pressure, balloon was quickly removed. The precise stent remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. The angioguard was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Hypotension is well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during balloon angioplasty, and after carotid stent implantation is influence by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds, and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition ((B)(6)), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: precise rx catalog number pc0830rxc, lot number 15925995. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00767 and 1016427-2013-00145.

Manufacturer narrative:
Additional information/adjudication minutes received and reviewed. The committee noted: tia- ipsilateral , procedure-related/device-related-agree. The patient underwent the index procedure with delivery of the angioguard rx ecgw, pre-stent balloon angioplasty and placement of one precise pro stent in the left ostial ica. Following pre-stent balloon angioplasty, the patient experienced aphasia and hypotension and was administered atropine. Per catheterization report, this quickly resolved, and at this point, one precise pro stent was placed. ¿there looked to be some debris in the filter¿; the patient was neurologically intact. Post-stent balloon angioplasty the patient developed paralysis of her right upper extremity with drooping of her face and inability to smile. She was administered neosynephrine for drop in blood pressure, balloon was quickly removed. There were obvious debris in the filter, and the angioguard rx ecgw was quickly retrieved. "The defect quickly resolved.¿ there was a good flow going in all distributions of the left mca and the left aca. The site reported a 30% final residual in-lesion stenosis. The procedure ended. In conclusion, the catheterization report stated: it was noted that the patient¿s residual deficits were relieved soon after removal of the filter. Post-procedure, the nih stroke scale score, assessed by another rater, was 1 and the rankin stroke scale score was 0. The site reported event of tia with neurological deficits resolved in less than 24 hours. The patient was discharged on (B)(6) 2013 on asa and clopidogrel. At 30 day follow-up the nih stroke scale score, assessed by initial rater, was 1, and the rankin stroke scale score was 0. This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00767 and 1016427-2013-00145. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the sapphire registry, post stent deployment during a carotid artery stenting procedure, a (B)(6) female patient experienced neurological symptoms that were diagnosed as a transient ischemic attack (tia). The patient was discharged on the following day with deficits, with nih at 1, up from 0 at baseline. The patient was asymptomatic at study inclusion. Nih and rankin stroke scale scores were both 0 at baseline. Medical history included severe pulmonary disease, hyperlipidemia, clinical copd, history of smoking (>5packs of cigarettes), coronary artery disease and hypertension (systolic>140, or diastolic>90, or requiring medication). Carotid artery stenting was performed on an 80% occluded lesion in the ostium of the left internal carotid artery of 24mm in length in a 6.0mm vessel diameter with mild vessel tortuosity. The arch iii lesion was eccentric and moderately calcified. A 6mm medium support angioguard embolic protection device was successfully deployed past the lesion and pre-dilatation was performed with an unspecified balloon. Then an 8x30mm precise pro rx stent was successfully deployed at the target lesion. There was no documented dissection after pre-dilatation. The residual diameter stenosis measured 30% after stent deployment. The angioguard was removed and debris was found in the basket. During post dilatation, the patient developed right hemiparesis. Neurological deficits included ¿reflex change and other.¿ emergency cea surgery was not required. The patient was discharged on the following day. The was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition (mayoclinic.org), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00767 and 1016427-2013-00145.